Event description:
It was reported to covidien on 4/30/2009 that a customer had an issue with a (B) (6) syringe. Customer reports the nurses were seeing broken tips of needles.

Manufacturer narrative:
(B) (4). An investigation is currently underway. Upon completion, the results will be forwarded.